Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stress incontinence. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2009 due to erosion of vaginal mesh and dyspareunia. It was reported that the patient underwent partial excision of vaginal mesh on (B)(6) 2010 due to mesh exposure and pelvic pain.

Event description:
It was reported that the patient underwent gynecological surgery on (B)(6 )2008 - mesh and (B)(6) 2009, mesh were implanted into the patient¿s body. It is also reported that the patient had bs - obtryx and novasure devices implanted on (B)(6) 2008. No other clarifying information provided. It is further reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.